Event description:
The customer observed non-repeatable falsely elevated vitros tropi es results predicted from two different patient samples using two different vitros tropi es reagent lots; lot 1220 and lot 1260, processed on a vitros 5600 integrated system. Patient 1: 0.96 ng/ml vs. <0.012 ng/ml (lot 1220); patient 2: 0.46 ng/ml vs. <0.012 ng/ml (lot 1260). The falsely elevated vitros tropi es results were reported from the laboratory. Biased results of the direction and magnitude observed may lead to inappropriate physician action. Action was taken on one of the two patients based on the falsely elevated vitros tropi es result. Patient 1 was treated with heparin. Patient 2 was admitted to the hospital for observation, but no action was taken. Corrected results were issued for the two patients. There was no allegation of patient harm resulting from the action taken. This report is number two of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible falsely elevated vitros trop I es results were predicted from two different patient samples using two different vitros tropi es reagent lots processed on the vitros 5600 integrated system. A definitive root cause for the event could not be determined. There was no evidence to suggest that an instrument or a reagent related issue contributed to the event. Additionally, the sample was not processed in accordance with the tube manufacturer¿s recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The definitive root cause for the event is unknown.